Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call to have been hospitalized due to falling not related to diabetes. Customer reported to have experienced keypad anomaly. Customer reported of not being able to prime or rewind insulin pump due to up and down arrow buttons not responding. Customer's blood glucose was 500 mg/dl due to kinked cannula and was able to resolve with infusion set change. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.